Event description:
Per the clinic, the patient experienced wound infection at incision site. Subsequently, the patient was treated with IV and oral antibiotics (specific date and duration not reported). The patient underwent a skin revision (specific date not reported) in order to debride the wound. However, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-00775.